Event description:
Duet closure was used. During placement blood clotted causing blockage to vessel. Other emergent procedures were used to reinstitute circulation in leg.

Event description:
Add'l infor rec'd from MFR 6/30/04: prior to the event: the patient experienced an acute myocardial infarction and was transferred from another hospital to the reporting institution. The patient had a history of hypertension, coronary artery disease with prior coronary artery bypass graft, and diabetes. The event: thirty minutes after the diagnostic duett pro was deployed to seal the femoral artery access site the patient complained of "cramps" in right leg. Assessment of the leg found it to be pale and cool to the touch. A contra-lateral angiogram of the right leg (via access in the left leg) was performed; significant thrombus in the superficial femoral artery (sfa) was found. It is unknown how the access site in the left leg was sealed. Treatment: the physician infused tpa and performed percutaneous transluminal angioplasty of the right sfa. This was followed with a thrombectomy using the angiojet device. Six hours after the diagnostic duett pro deployment the patient went to surgery where the surgeon was able to extract the remaining clot.subsequent to the event: the next day, the patient developed significant hematoma in the left groin associated with the femoral access site. Manual pressure was held to treat the hematoma but the patient subsequently went to surgery for evacuation of the hematoma. Over the next few days, the patient developed respiratory and renal failure and may have according to an unconfirmed report, experienced multi-system organ failure. The patient received hemodialysis. Pt had remained on the ventilator since the first surgery. The patient's diagnosis was poor and the family elected to withhold life support. The patient expired shortly after life-support was removed. 1) the device was not returned. Information reviewed during the investigation included the complaint information, the batch records, and the current labeling. 3) no conclusion could be drawn. Use of the device may have led to arterial occlusion based on the amount of treatment required to treat the blood clot, however formation of a blood clot does not imply the device malfunctioned. The user facility reported the death as having occurred in 2004 and recorded the date of death as the "date of event. Per the initial report received at vsi the patient's death occurred two days later. Additional clarification of the date of the patient death has determined the correct date of death. Co continues to record the date of the event as noted on the medwatch follow-up report #1 box b3. Vascular solutions first received info regarding this event on april 27, 2004. The device was not returned, as reported on medwatch initial report box h3. Vsi is not aware of an autopsy being performed.